Manufacturer narrative:
Technician found that the siderail would not latch due to broken left siderail end tube guide. Replaced broken left siderail end tube and rivets to resolve this issue. Unit was in repair shop.

Event description:
Information received that the siderail would not latch. No injury reported.